Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, an unknown size amplatzer amulet occluder was selected for implant using a 14f torqvue 45x45 delivery sheath. The occluder had been sized using transesophageal cardiogram and angiogram measurements. It was noted during procedure that the medical imager neglected to actively image during the case against request by staff, including the implanting physician and the abbott clinical specialist. It was also noted during procedure that due to the failure to actively image, the implanting physician was unaware that the unknown size amplatzer amulet occluder had become prematurely deployed over the mitral valve. The premature deployment of the occluder resulted in a temporary high flow obstruction over the mitral valve while clearing the manifold line of air. The obstruction caused the patient's blood pressure to drop, but was immediately resolved by re-sheathing the unknown size amplatzer amulet occluder. It was noted after removal of the amplatzer torqvue 45x45 delivery sheath from the patient's anatomy, that the tip of the delivery sheath had became inverted inward. The amplatzer torqvue 45x45 delivery sheath was not mishandled or damaged during device preparation. It was noted that the tip of the delivery sheath became inverted inward/invaginated when recapturing the distorted unknown size amplatzer amulet occluder. It noted that there was difficulty positioning the occluder for implant and the patient had a tortuous anatomy. It was also noted that due to the lack of depth of the occluder in the left atrial appendage the implant procedure was aborted. There was no clinically significant delay in procedure. The patient was stable was stable at the time of report. There no allegation of malfunction against the abbott devices or procedure.

Event description:
Subsequent to the previously filed report, additional information was receive that there were 3 amplatzer amulet occluders used during procedure. A correction needs to be made as there was no deformation of either occluder noted during procedure. It was noted that a 25mm amplatzer amulet occluder was used first and was the device that was prematurely deployed and caused a temporary high flow obstruction over the mitral valve. It was also noted that the obstruction occurred due to a premature retraction of the 14f torqvue 45x45 delivery sheath. In an attempt to implant the occluder, it was noted that the release criteria was unable to be met. Mostly due to lack of depth in the left atrial appendage. The decision was made to down size and attempt to implant a 22mm amplatzer amulet occluder, but again the release criteria was unable to be met. A final attempt was made to implant a 16mm amplatzer amulet occluder, but also could not meet the release criteria. The same 14f torqvue 45x45 delivery sheath was used for all the occluder due to lack of another delivery sheath being available. None of the amplatzer amulet occluder had been mishandled or damaged during device preparation. Ultimately, the implant procedure was aborted. No additional information was provided.

Manufacturer narrative:
An event of medical imager neglected to actively image during implanting the device request by staff. The physician was unaware that the device had become prematurely deployed over the mitral valve due to the failure to actively image which resulted in a temporary high flow obstruction over the mitral valve while clearing the manifold line of air was reported. Field indicated that there was difficulty positioning the occluder due to patients tortuous anatomy. A returned device assessment could not be performed as the device was not returned for analysis. There no allegation of malfunction against the abbott device. It was also noted that the obstruction occurred due to a premature retraction of the delivery sheath. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the received information, the cause of the reported event could not be conclusively determined.